Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 20-sep-2028, UDI#: (B)(4). ; product ID: 9 77a260, serial/lot #: (B)(6) , ubd: 18-oct-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two leads migrated, and a lead revision surgery was performed. There were no reported impedance abnormalities, fractures, or other issues with the original implanted leads, but the physician opted to explant the original two leads and implant two brand new leads. The issue was reported as resolved, and the patient was alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.